Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrointestinal procedure, the device was not able to squeeze the handle and did not fire even the surgeon able to press the green button. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrointestinal procedure, the device was not able to squeeze the handle and did not fire even the surgeon able to press the green button. Another device was used to complete the procedure. There was no patient injury.